Event description:
It was reported that the 9800 system had a collimator iris error during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The collimator was replaced and calibrated and the high voltage cable was repaired during the service call. The system was tested and found to be working as intended and put back into service.